Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the hcp could not interrogate the implantable neurostimulator (ins) as they inadvertently placed an EKG pad over the ins. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.